Manufacturer narrative:
(B)(4). The following sections could not be completed with the limited information provided. No device or photos were returned for evaluation. The device history records were reviewed for this unit, with no deviations or anomalies being identified. This device is used for treatment. A definitive root cause of the reported issue cannot be determined with the information provided. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2016-03696 / 03694 / 03695, and 0001825034-2017-01393 / 01394 / 01395

Event description:
It was reported that the patient experienced pain, instability, moderate supraspinatus/greater tuberosity tenderness, mild acromioclavicular joint tenderness, mild biceps tendon tenderness, impingement, and subacromial crepitus noted at six weeks post-operative follow-up. Continued pain, instability, mild biceps tendon tenderness, and subacromial crepitus noted at three month post-operative follow-up. Subsequently, pain, instability, mild acromioclavicular joint tenderness were noted to persist into one year post-operative follow-up. No revision has been reported to date. No additional patient consequences were reported.